Event description:
This is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a short posterior medial leaflet. The clip delivery system (cds) was advanced to the mitral valve leaflets; however, when grasping was attempted in the left ventricle, the delivery catheter (dc) shaft moved 5-10 mm lateral while closing. When the clip was opened, it moved back to medial. Due to this movement, it was not possible to grasp the leaflets; therefore, the cds was removed and replaced. The procedure was continued with a new cds successfully. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported clip delivery system (cds) device was returned, and the reported delivery catheter (dc) dc shaft bend/deflection was confirmed via testing. The clip was deployed to inspect the inner components. There was no damage to the actuator coupler. The actuator assembly was carefully removed distally from the device to examine the actuator mandrel. The actuator mandrel was noted to be bent from the distal end of the coupler. Potential causes for dc shaft bends, resulting in difficulty positioning the device can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, bending of the dc shaft may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, it is possible that there may have been some procedural interactions (e.g. Due to the anatomy) which resulted in additional force placed on the device, resulting in the actuator mandrel to become bent. Since the actuator mandrel is located inside of the dc shaft, if the mandrel becomes bent then the dc shaft will likely demonstrate a similar bent condition. This type of damage can exacerbate the deflection of the device during subsequent device manipulations (e.g. Lock lever retraction). Based on the information reviewed, the reported bent dc shaft appears to be related to the observed bend in the actuator mandrel; however, a cause for the bent actuator mandrel cannot be confirmed. A review of the lot history record identified no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling,

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.